Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that a patient of unknown age and gender had a biliary stent in place and underwent a procedure to have a biliary drain placed above the biliary stent as a backup. Two hours after the procedure while in recovery it was noted to be leaking at the hub. The patient was taken back to have the drain replaced. A section of the device did not remain inside the patient¿s body. According to the initial reporter, the patient did not experience any additional adverse effects due to this occurrence.